Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported that the device had an alarm led failed alarm that occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's product support engineer (pse) evaluated the device and could not reproduce the reported problem. The medical engineer (me) of the hospital stated the led alarm was displayed once on the screen, and after that, the operation continued. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This complaint was inadvertently reported. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.